Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the anchors and suture are no longer attached to the needle. The actuator appears to be fully actuated. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator had been fully triggered. The needle shaft had been bent from manufacturer intended position. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, t2 of the ultra fast-fix fell off from the needle when using it. T1 was already anchored secured. Both ts were removed. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.